Event description:
It was reported that the customer experienced an elevated blood glucose level displayed as "high"; although specific value was not provided; due to insulin not being delivered from the tubing, which occurred because the customer had not completed the fill tubing step after attaching a new infusion set. The customer administered a correction bolus via the pump to address bg. Technical support guided the customer through the fill tubing process, and provided necessary education, resulting in a resolution where the customer successfully resumed insulin delivery.